Event description:
Prior to an unk procedure, the threaded stud was found to be broken on the handpiece. Another device was used to complete the case. There were no adverse consequence.

Manufacturer narrative:
Information not available; device not returned for analysis. (510(k)#k002906)